Manufacturer narrative:
Date of event: unknown as it was not provided. (B)(6). (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with central island. The central island was reported after a phototherapeutic keratectomy (ptk) treatment was performed. The setting for the ptk circle was at 10hz. The surgery center indicated there is no plan of action at this time for the central island and no intervention was required. There were attempts for additional information and at this time there is no additional information provided.

Manufacturer narrative:
Additional: device manufacture month and year is december 1999. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.